Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing and sharp extreme pain."), genital haemorrhage ("massive/heavy bleeding"), nephrolithiasis ("small kidney stone") and depression suicidal ("depression/suicidal") in a 23-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for contraception. The patient's previously administered products included for an unreported indication: depoprovera and nuvaring. Past adverse reactions to the above products included no period with depoprovera. Concurrent conditions included morbid obesity. Concomitant products included fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera) and ranitidine hydrochloride (zantac). On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced nausea ("nausea/sick to stomach") and depression suicidal (seriousness criterion medically significant). In 2013, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metal/nickel allergy") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dizziness ("dizziness") and presyncope ("almost passed out"). On (B)(6) 2013, the patient experienced the first episode of menorrhagia ("I was on period and losing a lot of blood, severe menstrual bleeding"), the second episode of menorrhagia ("period being so intense") and the second episode of dysmenorrhoea ("pain was due to period"). On (B)(6) 2014, the patient experienced the first episode of urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2014, the patient experienced the first episode of procedural pain ("sore and it painful to go up and down stairs"). On an unknown date, the patient experienced coital bleeding ("with mirena in place she experienced bleeding with sex every time"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), adnexa uteri pain ("stabbing pain in the fallopian tubes on both sides and mostly the right side"), pain ("pain that radiates down to legs, hips and lower back"), abdominal pain lower ("cramping") with adrenal disorder, the second episode of urticaria ("hives between fingers and toes"), back pain ("tons of lower back pain"), endometriosis ("endometrial spots on her pelvic bone"), feeling abnormal ("body felt toxic"), vulvovaginal rash ("rash on vaginal area that would not go away"), premenstrual syndrome ("menstrual symptoms so severe for a week before, during week and a week after period"), somnolence ("was groggy"), uterine pain ("pain- uterus") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced the second episode of procedural pain ("excruciating pain when they did the procedure"), headache ("perpetual headaches constantly"), migraine ("migraines") with photophobia and hyperacusis, weight decreased ("lost 40 pounds in 3 months"), malaise ("not feeling veey well"), insomnia ("not sleeping at all due to pain"), oligomenorrhoea ("only had 3 periods since the procedure"), fallopian tube spasm ("tubal spasms"), the second episode of abdominal distension ("would gain 15 lbs. Due to bloating with each period and then") and amenorrhoea ("no period"). On an unknown date, the patient experienced the first episode of abdominal distension ("massive bloating") and decreased appetite ("no appetite"). On an unknown date, the patient experienced coital bleeding ("with mirena in place she experienced bleeding with sex every time"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), adnexa uteri pain ("stabbing pain in the fallopian tubes on both sides and mostly the right side"), pain ("pain that radiates down to legs, hips and lower back"), abdominal pain lower ("cramping") with adrenal disorder, the second episode of urticaria ("hives between fingers and toes"), back pain ("tons of lower back pain"), endometriosis ("endometrial spots on her pelvic bone"), feeling abnormal ("body felt toxic"), vulvovaginal rash ("rash on vaginal area that would not go away"), premenstrual syndrome ("menstrual symptoms so severe for a week before, during week and a week after period"), somnolence ("was groggy"), uterine pain ("pain- uterus") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced the second episode of procedural pain ("excruciating pain when they did the procedure"), headache ("perpetual headaches constantly"), migraine ("migraines") with photophobia and hyperacusis, weight decreased ("lost 40 pounds in 3 months"), malaise ("not feeling veey well"), insomnia ("not sleeping at all due to pain"), oligomenorrhoea ("only had 3 periods since the procedure"), fallopian tube spasm ("tubal spasms"), the second episode of abdominal distension ("would gain 15 lbs. Due to bloating with each period and then") and amenorrhoea ("no period"). The patient was treated with vicodin, morphine and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. Mirena was removed. At the time of the report, the coital bleeding, nephrolithiasis, dizziness, presyncope, nausea, back pain, the last episode of menorrhagia, endometriosis, feeling abnormal, vulvovaginal rash, premenstrual syndrome, somnolence, allergy to metals, depression suicidal and bacterial vaginosis outcome was unknown, the pelvic pain, genital haemorrhage, adnexa uteri pain, pain, abdominal pain lower, the last episode of urticaria and uterine pain had resolved, the last episode of procedural pain, headache, migraine, weight decreased, insomnia, oligomenorrhoea, the last episode of dysmenorrhoea, fallopian tube spasm and the last episode of abdominal distension outcome was unknown, the decreased appetite outcome was unknown, the amenorrhoea had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, amenorrhoea, back pain, bacterial vaginosis, decreased appetite, depression suicidal, dizziness, endometriosis, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, malaise, migraine, nausea, nephrolithiasis, oligomenorrhoea, pain, pelvic pain, premenstrual syndrome, presyncope, somnolence, uterine pain, vulvovaginal rash, weight decreased, the first episode of abdominal distension, the first episode of dysmenorrhoea, the first episode of menorrhagia, the first episode of procedural pain, the first episode of urticaria, the second episode of abdominal distension, the second episode of dysmenorrhoea, the second episode of menorrhagia, the second episode of procedural pain and the second episode of urticaria to be related to essure. The reporter provided no causality assessment for coital bleeding with essure. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, allergy to metals, amenorrhoea, back pain, bacterial vaginosis, coital bleeding, decreased appetite, depression suicidal, dizziness, endometriosis, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, malaise, migraine, nausea, nephrolithiasis, oligomenorrhoea, pain, pelvic pain, premenstrual syndrome, presyncope, somnolence, uterine pain, vulvovaginal rash, weight decreased, the first episode of abdominal distension, the first episode of dysmenorrhoea, the first episode of menorrhagia, the first episode of procedural pain, the first episode of urticaria, the second episode of abdominal distension, the second episode of dysmenorrhoea, the second episode of menorrhagia, the second episode of procedural pain and the second episode of urticaria with mirena. The reporter commented: on (B)(6) 2014 she had essure removed successfully and according to consumer, her tubes were intact. When essure coils were removed the health care professional found some endometrial spots on her pelvic bone and burned them away. She reported that she was groggy due to the surgery and she was sore and had pain to go up and down stairs also due to surgery. Plaintiff had to undergo surgical removal of the device and/or a hysterectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 81.1 kg/sqm. Biopsy - on an unknown date: (on endometrial spots) result not provided. Hysterosalpingogram - on an unknown date: total bilateral occlusion nuclear magnetic resonance imaging - on (B)(6) 2013: showed a small kidney stone. Quality-safety evaluation of ptc: ptc global number: (B)(4). The medical events reported are not indicative for a quality defect per se. The case refers also to device toxicity. The medical events were reported with an occurrence over a period of 1,5 years and are of broad nature. The majority of events was assessed as unrelated to the product or relatedness was not assessable. 2 further ae reports have been received to date in relation to batch a20055, both cases refer also to similar adverse types of events. No unusual pattern could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: patient details, other relevant history, product information, concomitant drugs, events allergic or hypersensitivity reaction type: metal/nickel allergy, depression/suicidal, rashes or skin conditions type: hives, dysmenorrhea (cramping), pain- uterus, fatigue, bacterial vaginosis were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing and sharp extreme pain."), genital haemorrhage ("massive/heavy bleeding") and nephrolithiasis ("small kidney stone") in a (B)(6) female patient who had essure (batch no. A20055) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for contraception. The patient's previously administered products included for an unreported indication: depoprovera and nuvaring. Past adverse reactions to the above products included no period with depoprovera. On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24 hr continuously. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced dizziness ("dizziness") and presyncope ("almost passed out"). On (B)(6) 2013, the patient experienced the first episode of menorrhagia ("I was on period and losing a lot of blood, severe menstrual bleeding"), the second episode of menorrhagia ("period being so intense ") and dysmenorrhoea ("pain was due to period"). In (B)(6) 2014, the patient experienced the first episode of procedural pain ("sore and it painful to go up and down stairs"). On an unknown date, the patient experienced coital bleeding ("with mirena in place she experienced bleeding with sex every time"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), pain ("pain that radiates down to legs, hips and lower back"), abdominal pain lower ("cramping") with adrenal disorder, endometriosis ("endometrial spots on her pelvic bone"), feeling abnormal ("body felt toxic"), premenstrual syndrome ("menstrual symptoms so severe for a week before, during week and a week after period") and somnolence ("was groggy"). On an unknown date, the patient experienced adnexa uteri pain ("stabbing pain in the fallopian tubes on both sides and mostly the right side"), the second episode of procedural pain ("excruciating pain when they did the procedure"), headache ("perpetual headaches constantly"), migraine ("migraines") with photophobia and hyperacusis, weight decreased ("lost 40 pounds in 3 months"), malaise ("not feeling very well"), nausea ("nausea/sick to stomach"), back pain ("tons of lower back pain"), insomnia ("not sleeping at all due to pain"), oligomenorrhoea ("only had 3 periods since the procedure"), vulvovaginal rash ("rash on vaginal area that would not go away"), fallopian tube spasm ("tubal spasms"), the second episode of abdominal distension ("would gain 15 lbs. Due to bloating with each period and then") and amenorrhoea ("no period"). On an unknown date, the patient experienced urticaria ("hives between fingers and toes"), the first episode of abdominal distension ("massive bloating") and decreased appetite ("no appetite"). On an unknown date, the patient experienced coital bleeding ("with mirena in place she experienced bleeding with sex every time"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), pain ("pain that radiates down to legs, hips and lower back"), abdominal pain lower ("cramping") with adrenal disorder, endometriosis ("endometrial spots on her pelvic bone"), feeling abnormal ("body felt toxic"), premenstrual syndrome ("menstrual symptoms so severe for a week before, during week and a week after period") and somnolence ("was groggy"). On an unknown date, the patient experienced adnexa uteri pain ("stabbing pain in the fallopian tubes on both sides and mostly the right side"), the second episode of procedural pain ("excruciating pain when they did the procedure"), headache ("perpetual headaches constantly"), migraine ("migraines") with photophobia and hyperacusis, weight decreased ("lost 40 pounds in 3 months"), malaise ("not feeling very well"), nausea ("nausea/sick to stomach"), back pain ("tons of lower back pain"), insomnia ("not sleeping at all due to pain"), oligomenorrhoea ("only had 3 periods since the procedure"), vulvovaginal rash ("rash on vaginal area that would not go away"), fallopian tube spasm ("tubal spasms"), the second episode of abdominal distension ("would gain 15 lbs. Due to bloating with each period and then") and amenorrhoea ("no period"). The patient was treated with vicodin, morphine and surgery (essure removal). Essure was removed on (B)(6) 2014. Mirena was removed. At the time of the report, the coital bleeding, pelvic pain, genital haemorrhage, nephrolithiasis, dizziness, presyncope, pain, abdominal pain lower, endometriosis, feeling abnormal, premenstrual syndrome and somnolence outcome was unknown, the adnexa uteri pain, the last episode of procedural pain, headache, migraine, weight decreased, nausea, back pain, insomnia, oligomenorrhoea, the last episode of menorrhagia, dysmenorrhoea, vulvovaginal rash, fallopian tube spasm and the last episode of abdominal distension outcome was unknown, the urticaria and decreased appetite outcome was unknown and the amenorrhoea had resolved. The reporter provided no causality assessment for coital bleeding with essure. The reporter considered abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, decreased appetite, dizziness, dysmenorrhoea, endometriosis, fallopian tube spasm, feeling abnormal, genital haemorrhage, headache, insomnia, malaise, migraine, nausea, nephrolithiasis, oligomenorrhoea, pain, pelvic pain, premenstrual syndrome, presyncope, somnolence, urticaria, vulvovaginal rash, weight decreased, the first episode of abdominal distension, the first episode of menorrhagia, the first episode of procedural pain, the second episode of abdominal distension, the second episode of menorrhagia and the second episode of procedural pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, coital bleeding, decreased appetite, dizziness, dysmenorrhoea, endometriosis, fallopian tube spasm, feeling abnormal, genital haemorrhage, headache, insomnia, malaise, migraine, nausea, nephrolithiasis, oligomenorrhoea, pain, pelvic pain, premenstrual syndrome, presyncope, somnolence, urticaria, vulvovaginal rash, weight decreased, the first episode of abdominal distension, the first episode of menorrhagia, the first episode of procedural pain, the second episode of abdominal distension, the second episode of menorrhagia and the second episode of procedural pain with mirena. The reporter commented: on (B)(6) 2014 she had essure removed successfully and according to consumer, her tubes were intact. When essure coils were removed the health care professional found some endometrial spots on her pelvic bone and burned them away. She reported that she was groggy due to the surgery and she was sore and had pain to go up and down stairs also due to surgery. Plaintiff had to undergo surgical removal of the device and/or a hysterectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: (on endometrial spots) result not provided. Nuclear magnetic resonance imaging - on (B)(6) 2013: showed a small kidney stone. Quality-safety evaluation of ptc: (B)(4). The medical events reported are not indicative for a quality defect per se. The case refers also to device toxicity. The medical events were reported with an occurrence over a period of 1,5 years and are of broad nature. The majority of events was assessed as unrelated to the product or relatedness was not assessable. 2 further ae reports have been received to date in relation to batch a20055, both cases refer also to similar adverse types of events. No unusual pattern could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Most recent follow-up information incorporated above includes: on 31-mar-2017: new reporter (lawyer) - legal case; case incident category upgrade (essure removal and or hysterectomy performed); and reporter causality update. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and had stabbing and sharp extreme pain (interpreted as pelvic pain), massive/heavy bleeding (interpreted as genital bleeding), and small kidney stone. Small kidney stone is unanticipated in the reference safety information for essure; the other events are anticipated. In the present case, consumer also had endometriosis, which could be an alternative explanation for the stabbing and sharp extreme pain. However, a contributory role of essure cannot be totally excluded. Genital bleeding in women may have multiple causes. Considering the nature of the event massive/heavy bleeding and in the lack of alternative explanation, a contributory role of essure cannot be excluded. Considering the pathophysiology of small kidney stone, and the local effect of essure in the fallopian tubes, causality was excluded. Consumer mentioned that she successfully underwent removal of essure on (B)(6) 2014, and her tubes were intact. However, she also reported having surgical removal of the device and/or a hysterectomy on (B)(6) 2015. Despite the discrepant information, this case was regarded as incident since essure removal was required. Non-serious events were also reported. Based on the available information there is no reason to suspect quality defect. In addition, consumer reported that she had mirena (levonorgestrel) inserted and experienced bleeding with sex every time, a non-serious event. Further information will be obtained through the litigation process.